Event description:
The tps micro driver was returned for service. Upon evaluation at the manufacturer, it was found to run in safety mode. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was discovered that the flex and pc board suffered thermal damage, the bearings were worn, the sockets were corroded, and the motor was stuck in the handle.